Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose level was 91 - 190 mg/dl.